Event description:
One of the 14 mm caspar distraction pins used on the acdf procedure broke while being removed from the cervical vertebral -c6- body by dr. The portion remaining in the bone is below the surface of the bone and unrecoverable. The insertion portion of the pin has been saved.